Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted total gastrectomy procedure, the cartridge unintentionally articulated to left during gastrojejunostomy. Because there was a pancreas at the end of the cartridge which was articulated to left (the cartridge on the side of the esophagus and anvil on the jejunum side), it was quite dangerous. A new device was used to complete the case. No injury.